Event description:
Representative reported a pump explant due to underinfusion volume discrepancy and unrelieved spasticity. It was reported that, upon inquiry, the pump battery was reported to be okay. Fluoroscopy confirmed that the catheter was intact. For the underinfusion volume discrepancy that was observed, the expected volume was 2ml and the actual aspirated volume was 20ml.

Manufacturer narrative:
Pending follow up information and product return for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Manufacturer narrative:
Corrected information: d9, h3, h6 device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5ml of swi. A demand bolus of 0.300mg with a 1.00mg/ml concentration over 16 minutes was programmed with a programmer. The pump was able to prime at ambient temperature, but not at 37 degrees celsius. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37 degrees celsius for 1 day. The dispensed volume was 0ml of the expected volume. This does not meet the design specification. This behavior is indicative of a pump that may fall under the scope of CAPA 00065, but the issue was unable to be further investigated. The pump's battery was "low" and was no longer performing at design specification, and therefore, could not be further analyzed. Root cause remains undetermined. Internal complaint number: (B)(4).